Event description:
It was reported that the patient was explanted of the concerned ci and re-implanted on (B)(6) 2012. To date no further information has been received regarding the reason leading to the patient's re-implantation.

Manufacturer narrative:
The device has been explanted and has been returned to (B)(6) where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.